Event description:
As reported, during a procedure, the sorbafix enhanced fixation device fastener did not fixate into the tissue. It was reported that another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fastener did not fixate into the tissue. Evaluation of the sample finds deformation to the input clutch gear. This would have contributed to the reported deployment issue. The deformation of the gears is from forces applied while in use. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.